Event description:
It was reported to philips that the system did not start up after a power outage. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the reported issue had occurred several times. Troubleshooting and assessment of the system log files found that the system had shut down suddenly. This sudden loss of power caused the system software to corrupt. The corrupted software in turn caused all the previous failures to boot up. The fse reinstalled the power distribution unit (pdu) software. After the pdu software was reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.